Event description:
The customer reported that during a regular culture test, the evis lucera elite colonovideoscope had a positive reaction for fungi. The testing occurred during maintenance. The scope was not used on patients after the positive result. There were no reports of patient harm, including infection, associated with this event.

Manufacturer narrative:
E1- establishment name: (B)(6). The device has been returned and the evaluation is currently in process. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, the legal manufacturer's final investigation and device evaluation. The device was evaluated and found additional defects: insufficient angulation, playing on angulation control knob, scratches on the grip, painting of the air/water cylinder peeled off, painting of the suction cylinder peeled off, a-rubber flue fixing part chipped, white turbidity on a-rubber (bending section cover) fixing part, scratches on insertion tube of the insertion section, scratches on the distal cover, white turbidity on the objective lens, white turbidity on the light guide lens. The user provided their cleaning disinfection and sterilization (cds) practices of the subject device where pre-cleaning was not started immediately after use of the case, water was not aspirated from the biopsy/suction channel using the suction pump, and there is no information on whether air and water were sent to air/water channel using mh-948. Manual cleaning: the time from pre-cleaning to manual cleaning was less than 60 minutes. Leak testing was performed and passed in accordance with the device instructions for use (IFU). The detergent used for manual cleaning is unknown. The brushed points were the instrument/ suction channel, suction cylinder and instrument channel port. Disinfection: a oer-5 automatic endoscopic reprocessor (aer) manufactured by olympus is used with endoquick detergent and acecide disinfectant. All channels were connected with cleaning tubes when the endoscope was setting up into the aer. The expiration date of the disinfectant was controlled. The disinfectant did meet the minimum effective concentration. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with the IFU. Storage: the device is wiped with a sterile paper after aer processing. The device is stored without a drying cabinet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The event can be prevented by following the IFU which state: "[5.3 precleaning the endoscope and accessories] aspirate water note monitor the suction bottle on the suction pump carefully to ensure that it does not overflow. 1 turn the suction pump on. 2 close the cap of the biopsy valve. 3 immerse the distal end of the insertion section in the water. Depress the suction valve (mh-443) on the endoscope and aspirate the water through the endoscope for 10 seconds or more. 4 remove the distal end from the water. Depress the suction valve and aspirate air for 10 seconds. 5 turn the suction pump off." "5.3 precleaning the endoscope and accessories] flush the air/water channel with water and air 1 turn the light source on. 2 switch ¿off¿ the airflow regulator on the light source. 3 detach the air/water valve (mh-438) from the endoscope and place it in the detergent solution. Attach the aw channel cleaning adapter (mh-948) to the air/water cylinder of the endoscope. 4 immerse the distal end of the insertion section in the water. 5 switch the airflow regulator on the light source to maximum ¿high¿. 6 depress the button of the aw channel cleaning adapter to flush the air channel with water from the water container for 10 seconds or more. 7 release the button to flush the air/water channel with air for 10 seconds. 8 turn the light source off." Olympus will continue to monitor field performance for this device.